Event description:
It was reported that there was excessive battery drain. There was no patient involvement. Evaluation of the returned device identified degradation of the downstream occlusion seal and associated contamination of the downstream occlusion sensor.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed downstream occlusion (dso) seal was degraded, and there was contamination present under the dso seal on the dso sensor. Service history identified the complaint was not related to a previous service of the device within the review period. Due to extensive nature of the repairs needed, pump has been determined to be beyond economical repair.